Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging and one (1) photo were returned for evaluation. The used sample was returned attached to a straight caresite valve. Visual examination of the returned set and photo confirmed a vertical crack in the female connector. Therefore, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. Although the defect of leakage was confirmed, the exact root cause of the crack on the female connector was not able to be determined at this time. We will maintain this report for future reference and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: the extension set was cracked at the female luer which caused leakage. Pack red blood cells (prbc) were infusing when the leak was observed. No injury reported.